Event description:
It was reported that during implant the right ventricular (rv) lead was undersensing r-waves, it was noted that there was tissue stuck in the lead screw. The lead was attempted, not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. No tissue was present on helix at time of analysis. If information is provided in the future, a supplemental report will be issued.